Manufacturer narrative:
Investigation: bd has not been provided with photos or samples for catalog 300296 lot 1902261 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. DHR showed no indication of the alleged defect.

Event description:
It was reported that during use of the syringe s2 20ml when higher pressure was applied on the plunger, the contents of the syringe went out. The plunger and the wall of the syringe had leakage. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: when handling a 20ml syringe of the bd discardit ii brand, it was found that when a higher pressure was applied on the plunger, the contents of the syringe went out. There is no enough water tightness between the plunger and the syringe barrel. This was found in several syringes of the same model / lot. " note: after the report to the client for more information, he said: it happened in the intensive care unit, in a procedure of hemodynamic evaluation through a picco catheter when injecting cold saline that passed between the plunger and the wall of the syringe (leakage).

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the syringe s2 20ml when higher pressure was applied on the plunger, the contents of the syringe went out. The plunger and the wall of the syringe had leakage. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: when handling a 20ml syringe of the bd discardit ii brand, it was found that when a higher pressure was applied on the plunger, the contents of the syringe went out. There is no enough water tightness between the plunger and the syringe barrel. This was found in several syringes of the same model / lot. " note: after the report to the client for more information, he said: it happened in the intensive care unit, in a procedure of hemodynamic evaluation through a picco catheter when injecting cold saline that passed between the plunger and the wall of the syringe (leakage).